Event description:
A report was received that the device made the patient nauseated. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-4316, lot #: 16996168, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.